Manufacturer narrative:
Block a: patient information was not be obtained due to country privacy laws. It was reported that a patient penetrated the scan window during a CT scan; sustaining an abrasion. While there was no serious injury, penetration of the scan window during scanning could result in a serious injury. Investigation concluded there was no malfunction of the system and the root cause was determined to be unintended user error, i.e. The patient was not kept sufficiently still during scanning. The user manual (p/n 5768615-1en rev5) provides instructions on appropriate patient positioning. "Keep the patient in view at all times. Keep patientâs extremities away from surrounding equipment." The design's residual risk has been determined to be afap and no mitigations are available to significantly reduce the risk further. Gehc will continue to trend similar events.

Manufacturer narrative:
UDI not required. Legal manufacturer: (B)(4). Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed.

Event description:
It was reported that a patient penetrated the scan window during a CT scan; sustaining an abrasion. While there was no serious injury, penetration of the scan window during scanning could result in a serious injury. Serious injury is not likely since the scan window itself is designed to distance the patient from rotating parts while affording diagnostic image quality. Serious injury is not the normally anticipated outcome associated with patient motion issues.